Event description:
It was reported that while in the operating room, when medical solution was injected after the catheter was indwelled, a leak was found around the joint of the catheter and the snaplock adapter. As a result, the catheter was removed and a new kit was used without issue or complications to the pt. It was noted that the md had cut the catheter at approximately 15 cm from the snaplock adaptor. Additional info received on 9/21/2010 from arrow (B)(4) stated that the leak occurred prior to the md cutting the catheter. It was also reported that it is not known why the md cut the catheter.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.